Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.